Manufacturer narrative:
Physio-control evaluated the customer's device but was unable to duplicate the reported issue.  As a precaution, physio replaced the therapy pcb assembly and after observing proper device operation through functional and performance testing the unit was returned to the customer for use.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer reported that their device would not deliver energy into their analyzer during testing. There was no patient use associated with the reported issue.